Event description:
It was reported by the sales rep stating that while testing his demo control module with the ex holster, he received the l4-034 error code. He shut the unit down and rebooted and the error code continued. There was no pt involvement. Demo control module being sent back for repair.